Event description:
It was reported that during an ent procedure, it was not possible to get the expected haemostasis from the precise wand so when it was looked over, there were only 2 electrodes on the wand. The bleeding was controlled with bipolar as it was done with the tonsils and used the same for cleaning out the adenoids. A thorough search was done immediately as well as an intra-op x-ray until it was received advice regarding the potential status of the electrode. The procedure successfully completed with a surgical delay greater than 30 minutes using a diathermy device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an ent procedure, it was not possible to get the expected hemostasis from the procise wand. The bleeding was controlled with bipolar as it was done with the tonsils and used the same for cleaning out the adenoids. After that, when it was looked over, there were only 2 electrodes on the tip of the wand. A thorough search was done immediately as well as an intra-op x-ray until it was received advice regarding the potential status of the electrode (i.e. Electrode might have dissolved during surgery). The procedure was successfully completed with a surgical delay greater than 30 minutes using a diathermy device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, we are unable to confirm the removal/retention of the missing electrode. The patient impact was the reported device breakage. However, if the electrode was retained, its location inside of the patient¿s body is unknown. Consequently, we cannot make any conclusions on the impact of the non-implantable foreign body to the patient. However, we cannot rule the possibility of local irritation, micro-motion/migration, tissue inflammation, and/or pain as potential side effects to the patient if any portion of the device was retained. It was reported the procedure was completed with diathermy device without further complications. Therefore, no further medical assessment can be rendered at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force.(4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. B1, b2, b5, h6: health effect - impact code.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. One electrode wire is completely detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation with the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, we are unable to confirm the removal/retention of the missing electrode. A thorough search was performed as well as an intraoperative x-ray image but was unable to confirm the retention/removal of the electrodes. The wand and electrodes are an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term tissue data is not available. The patient impact was the reported device breakage. However, if the electrode was retained, its location inside of the patient¿s body is unknown. Consequently, we cannot make any conclusions on the impact of the non-implantable foreign body to the patient. However, we cannot rule the possibility of local irritation, micro-motion/migration, tissue inflammation, and/or pain as potential side effects to the patient if any portion of the device was retained. It was reported the procedure was completed with diathermy device without further complications. Therefore, no further medical assessment can be rendered at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.